Event description:
It was reported to philips that there was a leak detected in adult cuff and failure in spo2 cable extension. The device was in use on a patient. There was no report of patient or user harm.